Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported that they found liquid on the floor underneath the system solution drawer of their alinity m system. The customer cleaned the liquid as while wearing proper ppe (personal protective equipment). According to the customer, the liquid left the footprint of the system. A field service engineer was dispatched. The system solution drawer waste 6 connector was found to be damaged and the part was ordered. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).